Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the screw holding the body to the trial stem broke. Both parts are unusable for future cases. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
UDI#: (B)(4). Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: damage/fracture review of event description: it has been reported that a provisional stem (distal stem ref: 01.00109.119, lot: 15122738 and a screw (ref: 01.00109.805, lot: unk.) Was assembled and inserted for trialing purposes. Upon attempted removal of the trial components, the screw holding the two stem parts together broke leaving the distal stem inside the femoral canal. Because there was nowno way to properly extract the trial stem, it was severely damaged in the process, leaving both the stem and screw unusable for future cases. Review of received data: no medical data such as surgical notes, intra-operative pictures or any other case-relevant documents were received. Devices analysis: - visual examination: screw ref: 01.00109.805: the visual examination revealed that the reported ref. Number (01.00109.806) of the screw was incorrect. The laser marking of the received screw indicates a screw length of 225 mm which was verified with the corresponding part drawing 063.215.213 e. Therefore, the ref. Number was corrected from 01.00109.806 to 01.00109.805. The screw fractured at the cut-in between the distal and the proximal thread. The distal part of the screw remained stuck within the distal trial stem and cannot be removed for investigation. The thread and the hexagonal access of the loose proximal part of the screw, available for investigation, shows normal signs of usage. The laser marking on the bar of the screw, labeling, amongst others, the screw size, is clearly visible. The visual examination of the fracture surface under the microscope shows signs of a ductile forced fracture, but the exact fracture origin(s) cannot be determined because the fracture surface is not intact anymore (polished edges). As far as visible, no defects that could have triggered or favored the fracture were found on the fracture surface. The distal fracture surface (remaining part of the screw in the distal part) is completely polished and seems to be covered by some organic deposits, most likely deposited after the breakage. Distal trial stem ref: 01.00109.119: the trial stem shows multiple broken off parts, scratches, dents and indentations. In more detail, at half length of the stem broken-off parts are seen on two fins, as well as deep scratches on the stem body between the two fins. Towards the proximal end of the stem, one fin is missing two broken off parts in combination with indentations. One deep indentation is present right at the diameter marking. Otherwise, the stem body shows multiple scratches and dents on all four surfaces of the stem body. Last, the connector to the proximal trial part is compressed. Based on this visual examination the reported event can be confirmed. - measurements: case-relevant characteristics according to the currently released, valid as per 29.06.2018, inspection plan were measured characteristic no. 19 feature ¿diameter 5 +0.05/-0.1¿ -specification: max. 5.05 mm; min. 4.90 mm -measured value: 4.96 mm characteristic no. 26 feature ¿diameter 3.8 +0.1/-0.1¿ -specification: max. 3.9 mm; min. 3.7 mm -measured value: 2.30 mm -conclusion: the post-breakage diameter at the cut-in (deformed part of the screw) is reduced by around 1.5 mm. Characteristic no. 16 feature ¿dimension 7.5 +0.0/-0.5¿ -specification: max. 7.5 mm; min. 7.0 mm -measured value: 7.58 mm -conclusion: the post-breakage dimension from the distal thread to the cut-in (deformed part of the screw) is with a length of 7.58 mm slightly elongated. - functional test: no functional test was performed as the screw is fractured. Refer to visual examination and measurements. Review of product documentation - the compatibility check was performed and showed that the product combination (screw and distal trial stem) was approved by zimmer. Root cause analysis root cause determination using rmw #: - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => not possible according to material compatibility specification the material has been tested. Further a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> as the visual examination did not indicate the presence of corrosion. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible -> as it cannot be excluded based on the given information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible -> as it cannot be excluded based on the given information. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the fracture indicates the application of an abnormally high force. Conclusion summary based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the fracture of the screw and the highly damaged provisional stem due to unscripted removal of the stem from the femur. The visual examination of the fracture surface suggests a ductile forced fracture. However, the exact fracture origin(s) cannot be determined because the fracture surface is not intact anymore (polished edges). As far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. Further, the measurements of the deformed screw, showing a length elongation and a reduced cross-sectional area of the cut-in of the screw, suggest the occurrence of a plastic deformation (necking). This indicates the application of an extraordinary high force, most likely produced by overtightening of the screw. Additionally, a tightly seated or jammed provisional distal stem can lead to increased extraction forces as well, even though, the provisional distal stem consists of four instead of 8 fins compared to the final implant and has a polished surface in order to reduce the risk of high friction which leads to high extraction forces. Finally, the quality records could not be reviewed as the lot number is labeled on the broken off part of the screw which remained stuck within the provisional stem. Therefore, based on the given information and the results of the investigation the most likely root cause for this issue is the overtightening of the screw in combination with a tightly seated provisional trial stem that led to exceptionally high forces. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).